Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: 3007963827-2019-00002, 0002648920-2019-00005, 0001822565-2019-00015. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 9, catalog#: 42500606602, lot#: 62096660. Tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 62637116. Articular surface fixed bearing posterior stabilized (ps) right 14 mm height, catalog#: 42521400714, lot#: 62064316. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of crf report. Crf review confirmed the patient experienced bilateral epicondyle pain on follow up visit. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, around eleven months later, the patient reported lateral epicondyle pain bilaterally, and increased pain with stairs 9/10. Physical therapy ordered for treatment. Remains implanted and in clinical study.